Manufacturer narrative:
The removed solenoid x-valve (number 2) and (number 4) was returned to the product investigation lab (pi). The pil technician installed the solenoid x-valve (number 2) and (number 4) into a pi ventilator to duplicate the reported issue. Pil connected the solenoid x-valve (number 2) and (number 4) to machine pressure auto zero position (position 2) of the gas delivery subsystem, the pil v60 standard test bed was powered on for a minimum of 20 minutes with the intent to exceed the 15-minute interval called out in doc (B)(4) for the continuous built-in-test (cbit) testing for machine and proximal auto zero testing. No error/diagnostic code was generated resulting in a no fault/problem found. D4: UDI (B)(4).

Event description:
Philips received a complaint by the manufacturer's product support engineer (pse) on the v60 indicating that during preventative maintenance, it was observed that the device was giving a machine pressure sensor auto zero failed error message. It was reported there was no patient involvement at the time the issue was discovered. User not impacted. The manufacturer's product support engineer (pse) evaluated the device and could not replicate the reported problem by a test run performed. Since occurrence record of "check vent: machine pressure sensor auto zero failed" was confirmed in the event log, the solenoid valves 2 and 4 were replaced. No other malfunction was found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.